Event description:
During prep of the soundstar catheter there was a sensor error detected. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for diagnostic ultrasound catheter, 10fr x 90cm soundstar eco diagnostic ultrasound catheter (per site reporter).